Event description:
On (B)(6) 2012, dale medical products, inc. Received a call from a health care facility in (B)(6) to report that they had a pt that experienced skin breakdown when the dale medical 270 device, (et tube holder), was removed from the pt. On (B)(6) 2012, representatives of dale medical products, inc. Called the facility to gain additional info as follows: during the week of (B)(6) 2012, the facility was trialing the dale 270 device, as they do not usually use a commercially available et tube holder. The facility trialed the device on four pts and two of the pts developed skin issues; one pt exhibited a deep pressure sore, approx 1.5cm by 1.0cm on the lip and the other pt exhibited swollen skin/edema with some breakdown on the upper lip, which looked to the caregiver as an allergic reaction.

Manufacturer narrative:
On (B)(6) 2011, dale medical performed a complete health hazard analysis for our 270 device, the dale stabilock et tube holder sited in this report. The report included that despite having a detectability risk of moderate because these skin issues are generally detected upon removal of the device, the several risk level determination for skin and lip irritation/breakdown was deemed low as all of the hazards are mitigated by the strong wording on device labeling as well as the device IFU. This conclusion can be backed up by the fact that dale medical has sold (B)(4). (B)(4). One of the two reported issues noted on this report appears to be an allergic reaction to the adhesive backing on the device which although uncommon, does happen with some pts for any adhesive type products. The other issues is a pressure sore on the lip which is generally considered a tube rotation issue.